Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter minicap. The sample was not returned for evaluation and the lot number is unknown; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Manufacturer narrative:
(B)(4). The patient recovered from the peritonitis event (previously recovering). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the peritonitis event. On the same day as the onset, the patient began treatment with vancomycin 1 gram in the first bag and then every fifth day intraperitoneally (ip)(duration not reported) and magnova 1.25 mg in the first bag and then 500 mg in each exchange ip (duration not reported) for peritonitis. Dianeal therapy was ongoing. The patient was recovering from the peritonitis event. Additional information was requested, but is not available. This is report 3 of 3.